Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked from the septum while the cartridge was being filled with 250 units. There was no impact to the user's blood glucose level. The user successfully loaded a new cartridge and resumed insulin delivery.